Event description:
An aus device was implanted on 12/4/90. The cuff was revised on 8/30/96. The pump and balloon were removed from the pt on 9/6/96, due to erosion and fluid loss-tubing, and replaced.